Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer.

Event description:
A consumer implanted for non-malignant pain reported the patient programmer (pp) would only beep three times and wouldn't power up even after new batteries were tried. It was further reported as of (B)(6) 2016 stimulation wasn't on, so the consumer wasn't getting any stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.